Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "4580" to "4582." The device was returned to the factory for evaluation on 03/26/2024. An investigation was conducted on 03/28/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the tip of the hot jaw due to normal clinical use. There were no visual defects observed on the clear intact silicone insulation on both the hot and cold jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed. The lot#: 3000361038 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic radial vessel harvesting procedure, vasoview hemopro 2 (w/vasoshield) jaws began to intermittently work about halfway through the procedure. The polyfuse was not in effect. The power setting was 3. The pigtail cord was swapped out, device was tested outside of the body on a wet lap, and it seemed to be working. Harvesting reinserted the tool, and after a couple of minutes, the device began to only work intermittently. They did not have another extension cable to swap out, so another kit was opened to finish the case with no other issues. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic radial vessel harvesting procedure, vasoview hemopro 2 (w/vasoshield) jaws began to intermittently work about halfway through the procedure. The polyfuse was not in effect. The power setting was 3. The pigtail cord was swapped out, device was tested outside of the body on a wet lap, and it seemed to be working. Harvesting reinserted the tool, and after a couple of minutes, the device began to only work intermittently. They did not have another extension cable to swap out, so another kit was opened to finish the case with no other issues. There was no procedural delay.